Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the when the physician attempted to insert the angio-seal device into the introducer sheath, resistance was felt and the device was not inserted into the introducer sheath. Then, the bypass tube was found to be detached from the carrier tube. The device was not used and another angio-seal device from a different lot was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was on the right common femoral artery. The vessel diameter is unknown. Hemostasis was successfully achieved by the second device. It was reported that the patient had to no health damage. Blood loss was reported to be less than 250cc's. There were no other devices or equipment used with the angio-seal evolution device.